Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 and (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4581 ¿ device decentered/dislocated attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) was implanted in the patient¿s eye on (B)(6) 2025. The patient returned (B)(6) 2025 for a lens repositioning, the doctor attempted to reposition the implanted dib00 iol and was not satisfied with the reposition. The iol was explanted and replaced with an anterior chamber (ac) iol. Patient prognosis post lens exchange is unknown. No further information is available.